Event description:
A caller reported encountering a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information and guided them through the process. After the reset, the cgm error was resolved, and the caller successfully started their sensor session.